Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain and head/neck (non-malignant). It was reported that the patient received their implant for ninth cranial nerve syndrome. The patient was experiencing shocking while charging the ins. The shocking was not due to positional movement. The patient said that she was experiencing painful tingling above the ear on the left side. The patient also reported that it seemed like the wires were bulging out more than usual on her head. The patient said that she has been having headaches that would not go away so she decided to recharge the ins a few days earlier than she normally does. The patient stopped the recharge session. The patient was redirected to follow-up with their healthcare provider for a device check. It was suggested the patient call the on-call healthcare provider for medical direction. The option of turning stimulation setting down or turning stimulation off to determine if that would alleviate the painful tingling on the right side was reviewed. The other option was to switch groups. The patient said she did not know which areas the other groups covered. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider indicated that on (B)(6)2018, the patient¿s left frontal octopolar 8-contact lead was replaced by a 4-contact lead, and an additional 4-contact lead was implanted. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2018-apr-19 clarifying the circumstances of the previously reported event. It was reported that the patient had 2 days of head pain in the frontoparietal area which was not normal for their new settings of (B)(6)2017. The consumer had then decided to check the charge on wednesday instead of on saturday which was their normal time to charge. It was reported that halfway through, the shock hit them. The patient initially removed the charger from their chest to get away from it. The patient then turned the charge down with the smaller unit and called their healthcare provider (hcp). The shock did not go away so the patient turned the unit off. The patient met with manufacturer representatives on thursday and friday. The first meeting did not resolve the issue, but the patient was 90% better after the second meeting. It was noted that the patient had an additional problem that they would be addressing later. It was not clarified what this additional problem was. No further complications were reported.

Manufacturer narrative:
Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that their stimulation more or less ¿blew up¿, and they had to turn everything off. They stated that this occurred right after the manufacturing representative (rep) regulated their pain perfectly. The patient hadn¿t had that kind of pain relief in 20 years. They stated that their pain came back that night, and they are still dealing with it. The patient stated that they had surgery on (B)(6) 2018 to replace a 3rd lead. They patient thinks they are on the right track after having the surgery. However, they get anxious at the thought that their stimulator might ¿blow up¿ again when they use it. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that they tested the patient¿s amplitude, and per the patient¿s comfort, they decreased the amplitude on lead number 1 from 2.5v to 0.4v. The rep stated that this proved to provide pain relief and alleviate the tingling sensation they were presented with. They noted that the patient¿s shocking sensation was an isolated event that they questioned whether it happened because they were wearing an underwire bra. The rep indicated that the ¿bulging¿ wire is not a new issue, and that the patient has been able to feel their temporal lead since implant. The patient felt that their prescription glasses may be irritating that area, thus the patient plans to get new glasses that have thinner frames. The rep stated that they believe the patient¿s headaches and painful tingling were most likely due to the intensity of the stimulation being too high. The rep noted that the issues of shocking, painful tingling, headaches, and bulging wire have been resolved. No further complications were reported or anticipated.